Event description:
Information was received from a consumer regarding a patient previously receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump was removed. Per the reporter, the patient ¿rejected it¿ and it was infected. The reporter assumed the catheter was removed as well. The reporter didn't know when the pump was removed, but it wasn't long after it was put in. No further complications were reported/anticipated.